Manufacturer narrative:
Correction information provided in d.10. Additional information provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of non-penetrating deep sclerotomy; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional via study reported that after an glaucoma filtration device implantation procedure, patient had visual field defect progression. Non-penetrating deep sclerotomy with snoper implantation and mitomycin c was performed. As per investigator the issue was reported to be related to device and not related to the test procedure and assessed as severe.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).